Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not state a specific issue. Upon triage on (B)(6) 2018 the service technician found that there are opaque spots on the display that prevented some characters from being fully visible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit was triaged and the service tech found that there are opaque spots on the liquid crystal display that prevented some characters from being fully visible.¿ all device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.